Event description:
The customer tested his blood glucose using his breeze2 meter and received a reading of 79mg/dl. He retested using his other breeze2 meter and received a reading of 29mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer returned his strips for evaluation. Replacement strips were sent.